Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports juvéderm ultra¿ xc injection. Juvéderm ultra plus¿ xc was applied two months later. 3 months later, juvéderm ultra¿ xc was injected. 2 months after, juvéderm ultra¿ xc was provided. Juvéderm ultra plus¿ xc injected 3 months later. 8 months later, juvéderm¿ voluma¿ with lidocaine and juvéderm ultra plus¿ xc were injected. Juvéderm¿ voluma¿ with lidocaine and juvéderm ultra¿ xc applied 4 months later. 4 months after that, juvéderm¿ voluma¿ with lidocaine was provided. Juvéderm¿ voluma¿ with lidocaine, juvéderm ultra plus¿ xc and juvéderm® volift¿ with lidocaine injected 4 months later. The following month, juvéderm¿ voluma¿ with lidocaine was applied. Juvéderm ultra¿ xc and juvéderm ultra plus¿ xc were applied to the temples. The zygomatic region was treated with juvéderm¿ voluma¿ with lidocaine, juvéderm ultra¿ xc and juvéderm ultra plus¿ xc. Juvéderm¿ voluma¿ with lidocaine and juvéderm ultra plus¿ xc were injected into the malar area. The lips were treated with juvéderm ultra¿ xc and juvéderm® volift¿. Juvéderm¿ voluma¿ with lidocaine and juvéderm ultra plus¿ xc were administered into the mandible. The chin was injected with juvéderm¿ voluma¿ with lidocaine, juvéderm ultra¿ xc and juvéderm ultra plus¿ xc. A total of 17 syringes were used. 4 months after the final juvéderm¿ voluma¿ with lidocaine injection to the jaw angle and jw4, the patient presented with erythema, edema and pain to palpation in the chin that lasted 3 days and had spontaneous improvement. Ten days after the first episode, patient noticed a nodule in the right malar region. "The inflammatory signs were very important and seemed to have a central fluctuation point but did not evolve with suppuration." Physician attended patient when event was already on 5 days of evolution. Patient began use of nebacetin. Infections, inflammation or dental treatments in recent weeks denied. Physician examined a well-defined brownish erythematous nodule, 1.3 cm in the left malar region, painful at palpation. Physician started clavulin for 14 days associated with celestamine for 10 days with progressive improvement. About a month later, patient returned for reevaluation reporting several episodes and migratory edema, erythema and transient and migratory pain in chin, jw4 and left malar. Patient also reported pruritus on the upper lip the day before. At the examination, there was left jw4 edema and mild erythema in the chin. In the left malar region, it was possible to palpate a hardened subcutaneous nodule of 3x2 cm under a purplish erythematous spot. On the lips there were "2 microvesicles of serous content - herpes." Physician requested an ultrasound of the soft parts of the face to evaluate the presence of granulation tissue or collection. Physician started ciprofloxacin 500 mg of every 12 hours, minocycline 100 mg per day and allegra 180 mg per day for 30 days. Physician also advised celestamine acyclovir cream 5 times a day. The symptoms were not resolved, but one month post symptoms onset "patient is better from the symptoms. The patient evolved with recurrent episodes of edema at the different sites treated on the face. The patient denied any other symptom that may have acted as a trigger for the reaction to the fillers on the face. Physician will request laboratory tests and face CT. One week later, patient is improving and blood count exam, ultrasound urine, paranasal sinus x-ray have been performed. This is the same event and the same patient reported under the following: MDR ID# 3005113652-2019-00421 ((B)(4)), MDR ID# 3005113652-2019-00420 ((B)(4)), MDR ID# 3005113652-2019-00422 ((B)(4)), MDR ID# 3005113652-2019-00423 ((B)(4)), MDR ID# 3005113652-2019-00424 ((B)(4)), MDR ID# 3005113652-2019-00425 ((B)(4)), MDR ID# 3005113652-2019-00426 ((B)(4)), MDR ID# 3005113652-2019-00427 ((B)(4)), MDR ID# 3005113652-2019-00428 ((B)(4)), MDR ID# 3005113652-2019-00429 ((B)(4)), MDR ID# 3005113652-2019-00430 ((B)(4)), MDR ID# 3005113652-2019-00433 ((B)(4)), MDR ID# 3005113652-2019-00432 ((B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm ultra¿ xc.